Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. The manufacturer's field service engineer (fse) ordered the correct philips parts to address the reported problem.

Event description:
The customer reported that the order contained the wrong parts. The device was not in use at the time of the reported event; therefore, there was no patient involvement.